Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited noise and low out of range pacing impedances. Isometric movements were performed but no noise was reproduced. Boston scientific technical services (ts) reviewed the information provided and discussed that the observations could be due to insulation damage. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that a lead conductor fracture was suspected. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.